Event description:
A malfunction occurred after the customer had been swimming. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.